Event description:
Information was received that the patient's generator has been replaced due to prophylactic reason. The patient's replacement surgery facility is a facility that is known to discard products after surgery and is a no return site therefore the explanted generator has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem; corrected data: information was known however not included inadvertently in initial MDR submission. 6b. If explanted, give date (mo/day/yr); corrected data: explant date known however not included in advertently in initial MDR submission.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via clinic notes that in (B)(6) of 2020 the patient had surgery on his paralyzed vocal cords (related to a non-vns surgery complication) and the device had been turned off for this procedure and when it was turned back on, the mother reported that the provider had trouble turning it back on (not specified what the issue was) and when the device was read it showed 18-25% battery life. The patient's mother has reported an increase in seizure like activity, pallor, nausea, and irritability since the surgery. The patient also does not feel the "shock" when the magnet is swiped. It was stated in notes that the patient was seen with concerns of vns malfunction, related to the fact that after his vocal cord surgery, the provider was having trouble turning the vns on and since that time the patient has had an increase in spells described as nausea, slurred speech, tremulous hands, sweating, and recurrent vomiting. However it was also stated that the patient's magnet was swiped during a spell and the patient felt instantly better. The patient has had several spells in the last two weeks. The patient was initially complaining of pain when the magnet was swiped however recently the patient reports that he cannot feel any stimulation when the magnet is swiped. The patient's mood has also changed since surgery and he has become more labile. Diagnostics were performed in january of 2021 and showed that the device is functioning as expected, diagnostics are within normal limits. The patient's physician is referring for generator change to sentiva to utilize autostim features. No additional relevant information has been received to date.